Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately high compared to another device. The complaint was classified based on customer care advocate (cca) documentation since the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient stated that the alleged inaccuracy issue first occurred on (B)(6) 2016 at 10:30pm. At this time the patient obtained a blood glucose reading of 600mg/dl with the subject meter and 62mg/dl on the other device within 30 minutes of one another. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient did not develop any symptoms as a result of the alleged product issue but stated that they required medical intervention from a healthcare professional (hcp). The patient received IV fluids in the emergency room by means of treatment. The patient's blood glucose was also measured on an e.r meter at 11pm on 03/09/2016 with a result of 69mg/dl being obtained. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter. However, the test strips being used had expired. The products were requested back for evaluation and replacement products were sent to the patient. Although the test strips the patient was using had expired, this complaint is being reported because the patient obtained an inaccurately high reading on the subject meter which led to them requiring medical intervention to prevent further serious injury after the alleged meter issue began.